Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on returned reader and no damage was observed. Visual inspection has been performed on reader and observed damaged usb port pins due to liquid contamination. Visually inspected the usb/charging cable and observed liquid contamination. The returned reader was further investigated and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and burn marks was observed . An further extended investigation was performed. Visual inspection has been performed on reader, contamination on usb port was observed. The reader did not turn on with a button, strip, or universal serial bus (usb) cable insertion. Returned reader was unable to communicate with the computer. Visual inspection has been performed on pcba, damage on u13 chip was observed . The reader¿s battery was measured using a dmm (digital multimeter) and was not within the specification range. For the remainder of the investigation a known good battery was used. A white screen was observed on reader when button pressed before shutting off which is attributed to the damage sustained by the components from receiving excess power due to electrical short caused by the liquid contamination and the use of non-abbott adapter. The current draw on the returned reader was out of specification. Reader was also monitored under thermal camera during operation, where thermal hot spots were observed which exhibits an increase in temperature when the battery is connected but the button is not pressed, specifically on the u3, u13 and cpu. As the customer has used incorrect usb adapter, the excess power on multiple components caused the temperature of the u13 and cpu further increased immediately after the button is pressed. The adc adaptor produced proper voltage supply. The charging cable and adapter provided by adc produced insufficient power which does not produce enough heat to have caused the observed hot spots on the reader's components. It was determined that the cause of this issue was using a non-abbott provided usb power adapter. The use of the incorrect usb adapter can result in faulty components which will not only prevent the reader from powering on but will cause the reader to have a white screen when the button is pressed. Therefore, issue is not confirmed to use . At this time adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.